Event description:
The customer reported that the device failed to boot. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified and traced to corrupted program code in the flash memory u39/u40. The available information is consistent with a malfunction of the processor pca. The cause was corrupted program code in the flash memory u39/u40. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.